Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 53 cm proximal to the lead tip. Only the distal fragment was received and thoroughly analyzed. The visual inspection revealed multiple signs of wear along the lead fragment. In particular between 19 cm and 17.5 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the shock coil was found exposed as reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Subsequently the provided x-ray movie was analyzed where the above described extrusion of the conductor cable could be identified. In this area the lead under complaint showed interaction with the neighboring atrial competitors lead. The reported hooked atrial helix fixation could not be confirmed by the available x-ray movie sequence. Further analysis demonstrated deformations of the shock coil as well as a fractured conductor cable to the ring electrode. These damages most likely resulted from tensile forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that 97 months after the implantation an exposed conductor cable of the linox was visible via x-ray. The atrial lead (competitors device) reportedly became dislodged and got caught in the conductor cable of the linox lead.